Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. One day after the onset, the patient was hospitalized for the peritonitis event. One day after hospitalization, the patient began treatment with vancomycin (1 gram/ 2 liter, route, duration and frequency not reported) and fortum (1 gram/ 2 liter, route, duration and frequency not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was ongoing. No additional information was available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).